Event description:
As reported by the exactech truliant knee clinical study, approximately one-year post tka, the patient complaint of pain patellar region and grinding when bends knee on (B)(6) 2021. Left knee arthroscopic synovectomy for left knee patellar clunk on (B)(6) 2021. The event is unlikely related to the device but related to the procedure.

Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 02-022-35-2510), tibial tray (cat# 02-022-45-2525), patella (cat# 200-07-29). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.